Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following successful placement, bleeding was noticed from the hemostatic valve of the introducer. The companion sheath was adjusted with some improvement, but the bleed persisted. Additional intervention was not required and the supported procedure was completed without complication. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The introducer was pressure tested with the companion sheath and it passed the spec of180 mmhg per specifications without leaking. The root cause of the access site bleeding issue was most likely use related, unable to cross aortic valve over abiomed 0.018 wire so different company wire was used. D9 was revised on manufacturer device report number 1220648-2025-25735 to reflect the device was returned to the manufacturer e4 should have been left blank on the initial manufacturer device report number 1220648-2025-25735 as it is unknown if the initial reporter also sent the report to the food and drug administration.